Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211503 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. Manual compression was used for 20 minutes to achieve hemostasis. The patient was not hospitalized or hospitalization extended as a result of the event. There was no reported patient injury. There was no visible damage in distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user was trained to the device. The device was prepped and stored per instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position, exposed to blood. The syringe and procedure sheath were not returned with the device. It was noted that the balloon was fully deflated, and that there was crystallized residual fluid in the balloon and inflation tubing of the returned device. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device, and significant resistance was felt. After multiple attempts to inflate the balloon, the balloon was not able to inflate due to the dried crystalline saline. All attempts to fully inflate the balloon were exhausted. Per microscopic analysis, visual inspection at high magnification showed heavy crystallized residual fluid in the inflation tubing and in the balloon of the returned device, which may have caused the device lumen clog, and the balloon to not inflate. A product history record (phr) review of lot f2211503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as using viscous contrast, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured. Manual compression was used for 20 minutes to achieve hemostasis. The patient was not hospitalized or hospitalization extended as a result of the event. There was no reported patient injury. There was no visible damage in distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user was trained to the device. The device was prepped and stored per instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.